Event description:
1 reported false positive result for flu b for 1 symptomatic patient. Unknown if the result was confirmed (confirmation test method not provided). The customer also communicated 3 additional patient events which are captured on separate reports.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.